Event description:
It was reported that this pacemaker was explanted and replaced due to premature battery depletion. No additional adverse patient effects were reported. The pacemaker is not expected to return for analysis

Event description:
It was reported that this pacemaker was explanted and replaced due to premature battery depletion. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis of the returned device found no evidence of device defect, malfunction, or damage outside the bounds of normal medical use. The device was subjected to and passed all automated testing. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.